Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, the expiratory channel printed circuit board (pcb) was replaced. The device passed all performance tests and could be returned to clinical use. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Defective expiratory channel pcb may lead to stop of ventilation or high pressure. The root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).